Event description:
Pt had surgery on 12/28/94 - orif hip hardware. Pt put a lot of weight on left leg about a week before surgery. Experienced pain - unable to do weight bearing. X-rays showed movement at hardware site - 3 broken screws and dislodgement of large cancellous crew. Pt had surgery on 5/10/95 and op report confirms above - plus-united hardware. Pt's hardware was internally fixed with plate and screws. Surgeon determined device failed due to metal shear.